Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient was seen by the surgeon¿s office on (B)(6) 2014 regarding a stitch from the incision possibly being infected. Clinic notes from the surgeon were received. The patent was seen by the surgeon on (B)(6) 2014 to check the incision site with complaint of recurrent infection and cellulitis. The mother and care provided reported that the suture of the anterior chest incision started draining about two days prior with increased seizures. They reported that they were cleaning with betadine. The surgeon cleansed with betadine and mepilex. Clinic notes dated (B)(6) 2014 from the surgeon reported that the family reported ¿pus¿ around a stitch in the incision site about a week prior. The family pushed the pus out. The patient¿s seizures then later increased in frequency. The neurologist referred the patient to the surgeon to assess the stitch and redness around the incision. The surgeon assessed the site as having stitch abscess in the left neck incision. The plan was to debride the incision site. Operative notes dated (B)(6) 2014 report that the operation included reopening of the left neck incision and debridement of the incision, removal of the tie-down and stitch, and dissection through scar tissue. Operative findings included no frank pus and once opened, obvious wound breakdown over the tie-down and suture. Debridement and irrigation were performed. Clinic notes dated (B)(6) 2014 reported that the patient was doing well after his vns revision. Cultures had since come back negative, and the only culture remaining pending was fungal which they reported would likely be negative as well. During surgery, a tie-down and stitch were removed, as these were the pieces seen on the surface of the skin. The wound was closed and was healing at that time. The incision was healing well.